Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33 lot# va18jy3 serial# implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had at least 7 revisions with the implant. It was reported that for one of them the patient was not under anesthesia. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va18jy3, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient just had a revision, on (B)(6) 2017, where the device was moved and the leads were changed. They noted that this was the third or fourth time, but was the worst out of all of them. The implanted neurostimulator (ins) had moved into their hip bone. There were no further complications reported or anticipated.